Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that unit was stuck in a continuous reboot loop while applying updates and failed consistently at 7%. The field service engineer (fse) downloaded a fresh pas 1.7.4 vhd image, performed a hard drive swap and reimaging per hard drive swap 101 v8 procedure, completed system registration and configuration and synchronized data. Repair was validated by escort verification, rss operation confirmation, successful eset deployment, and drawer testing in utility, confirming normal operation was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was stuck on update windows bluescreen. However, there were no adverse events or injuries reported based on this event.